Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 150 mcg/ml clonidine at 80 mcg/day, 30 mg/ml morphine at 16 mg/day, and 2.5 mg/ml bupivacaine at 1.3 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The patient was seen in the healthcare provider's (hcp) office on (B)(6) 2016 for increased pain and an alarming pump. The pump logs showed that the patient had multiple motor stalls and recoveries starting on (B)(6) 2016. The last motor stall was on (B)(6) 2016 with no recovery and tube set on (B)(6) 2016. Emi and magnets were denied, however it was noted that the patient had a CT scan in the end of (B)(6) 2016. On (B)(6) 2016, the patient went back to the office to have the pump interrogated again. The pump was still stalled and the patient did not want to go through surgery again to have the pump replaced or explanted. It was decided that they would fill the pump with saline and control the patient's pain orally.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). The healthcare provider (hcp) first reported the event to the rep.

Manufacturer narrative:
Date received by manufacturer in the previous report should have been 06/20/2016 since the additional information received was that the hcp had initially reported the information to the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.